Manufacturer narrative:
The incident device is not available for evaluation since it was disposed of after the surgery, but prior to dehiscence. Another device from the same lot as the incident device was returned for evaluation. The returned device tested within specification. (See scanned pages).

Event description:
The report stated that during an lavh with the generator power settings at 2 bars, the left uterine artery was sealed with the ligasure max handpiece. The seal bled after being cut and a suture was used to close the artery. Eight hours after the surgery was complete, the patient was returned to theatre with bleeding from the right uterine artery. This had been sealed during the procedure with the ligasure max handpiece as well. The sealing cycles on both of these seals were reported as ordinary, full sealing cycles with a confirmed end of cycle tone. For the re-operation, it was necessary to do an open procedure. The patient received 19 units of blood and 7 units of fresh frozen plasma.